Event description:
The dealer states that the seat upholstery was attached to the frame while the chair was still wet with paint and this caused the upholstery to rip on the chair.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.